Event description:
It was reported to nova biomedical by the spouse of the consumer that he experienced a hypoglycemic event requiring medical intervention. The consumer received a blood glucose result of 160 mg/dl and was found acting odd and seizure-like. The emts were called and it is unk if any medication or nutrition took place after this result. When the emts arrived they tested the consumer getting a result of 17 mg/dl. The consumer's spouse did not provide any further info regarding this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.